Event description:
Nellcor puritan bennett received a n-395 report from a biomedical engineer of a speaker malfunction. The speaker was replaced in the n-395. The unit was also reported as damaged.

Manufacturer narrative:
No product returned for eval. The customer had discarded the speaker.